Event description:
It was reported that the physician accidentally stuck the suture needle through the middle of the suture sleeve and lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer tubing overlay was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix mechanism, and the lead was damaged at implant.